Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2008, inratio: 1.9, lab: 5.7, mean: 3.8, confident limits: 2.3-5.7 ((B) (6) 2008). The inratio value is not within the confident limit as per internal procedure. Product will be investigated. Also the patient performed the lab test one day prior to inratio test. As per the internal procedure, the time exceeds three hours there is a high possibility that the discrepancies are due to changes in the status of the patient.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: (B) (6) 2008, inratio: 1.9, lab: 5.7 ((B) (6) 2008).